Event description:
During evaluation of a returned homechoice machine, 1 increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 06:47:25. During night drain cycle 1, the patient's ultrafiltration reading was 1543ml, indicating the home patient (hp) drained 1543ml more than their maximum programmed fill volume of 2300ml. This information meets iipv criteria.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1543 ml during therapy initiated on (B)(6) 2011 at 6:47, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. A review of the device's event log was performed for the therapy initiated (B)(6) 2011 at 6:47. A partial fill was delivered during fill 1 of 4 of 54 ml, which was less than the expected fill volume of 2300 ml. Review of the event log revealed the cycle 1 drain was completed on (B)(6) 2011 at 9:26 and the user's actual drain volume during cycle 1 was 1594 ml. The actual drain volume of 1594 ml is 69% of largest prescribed fill volume (lpfv) of 2300 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).